Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in clinic for follow-up the device showed abnormal battery behavior. The device was explanted and replaced. Patient is in stable condition.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench and no anomaly was found. The cause of the longevity estimation discrepancy could not be determined.